Event description:
The pump was inaccurate while in clinical use. Reportedly the pump was programmed at 22 ml/hr and delivered 22 ml in the first hour, then 36 ml, 22ml and 34 ml for the following hours. No add'l clinical info was received. No pt injury was reported.